Event description:
Literature: chen m, chiou s, meng m, chou l. Intrathecal baclofen therapy to reduce spasticity in two patients with traumatic central nervous system injury. M-taiwan j. Med. 2009; 14(1): 34-40. Summary: this article presents two case studies of patients treated with intrathecal baclofen delivery for intractable spasticity that occurred as a result of spinal cord injury in one patient and traumatic brain injury in the second patient. Reportable event: the patient experienced generalized weakness or increased spasticity during hospitalization and at follow-up. One particular note of reported weakness was three days after implant when the dose was increased to 100 mcg/day. It was also reported that twenty days after implant, the patient developed a dry cough and increased spasticity was noted. No patient treatment for either event was reported the patient was discharged 35 days after implant. The symptoms were attributed to dose adjustments of the itb therapy and sporadic infections such as upper respiratory and urinary tract infections that led to increased spasticity, which led to an increase in the itb dose during the dose adjustment period. It was also noted that sometimes the patient felt better and at other times, weaker. No change in the mean mas score or muscle power was noted. No overdose or withdrawal symptoms were reported. At four months after surgery, that patient had no complication or discomfort observed. The patient was on a maintenance dose of 200 mcg/day seven months after implant with a decrease in the mean mas scores for both his right and left limbs.

Manufacturer narrative:
Literature: chen m, chiou s, meng m, han t, chou l. Intrathecal baclofen therapy to reduce spasticity in two patients with traumatic central nervous system injury. M-taiwan j. Med. 2009; 14(1): 34-40.